Manufacturer narrative:
The subject device has not been returned to olympus medical systems corp.(omsc). Omsc reviewed the manufacture history of the subject device and confirmed no irregularity the exact cause could not be determined at present.

Event description:
The facility reportedly conducted surveillance culturing test for all of the endoscopes for digestive possessed by them. During the test, a sample collected from the biopsy channel of the subject device tested positive for unspecified bacteria. The type and number of bacteria were not informed. To collect the sample, the facility flushed saline solution into the channel through a biopsy valve mb-358. The subject device had been reprocessed using non-olympus automated endoscope reprocessor (endoclens, j&j). There was no report of patient infection associated with the event.